Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a discrepancy in the treatment parameters for the patient¿s right eye following refractive surgery. The sub refraction axis is one hundred sixty-five and wavefront refraction axis value was one hundred sixty-seven, upon reviewing the treatment documentation, the axis value was displayed as one hundred thirty-seven which was not reflected during the planning stage after refractive surgery. The patient was having little difficulties in reading so suspected this could be the reason.

Manufacturer narrative:
Additional information provided in a.2., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by an field service engineer was identified in relation to the reported issue. No part is expected to be returned to company for evaluation. The root cause of the reported issue could not be determined, as no device related problem or malfunction could be detected. The manufacturer internal reference number is: (B)(4).